Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure everything was done successfully from the beginning of the procedure and deployment of the stent graft (main body) was uneventful. When the physician tried to remove the delivery system out from the body via the 18f introducer sheath (another manufacturer's device), it was stuck. The physician applied light force and succeeded at removing the delivery system. After they checked the delivery system to find the problem, they found that the connection between the white tip and the close system was kinked and deformed. During the closure of the device; the procedure was followed and it was done correctly. There were no injuries to the patient due to the removal difficulties. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned and its evaluation is complete. The device was returned within its original packaging, inside a generic brown box. The catalog and lot numbers on the label matched the numbers from the event. The device was returned bloody and the stent was deployed during the procedure. Upon inspection of the device, the lip of the tapered tip was lifted and damaged. The max od of the tapered tip right above damage region was 0.2355¿, which is within specification. There was a kink in the graft cover 15 cm from the distal end of the graft cover. The rest of the device was unremarkable. The tapered tip was inspected microscopically; the tapered tip lip was deformed and separated from the sleeve for the majority of the circumference. The complaint was confirmed; there was damage to the lip of the tapered tip. The root cause of the event could not be conclusively determined during analysis; however, the damage likely occurred during removal of the device through the other manufacturer's sheath.